Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced half-height drawers 2.1 and 2.2 were off the bus. A field service engineer (fse) opened back panel and the pyxibus module board showed no light. The station was powered off, and drawer controller boards were tested and found to be functioning correctly. The fse replaced the pyxibus module board and verified drawer operations in diagnostics. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 failed and an error message indicated that the device was not detected on the bus. The customer attempted to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.